Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer 3.1 pockets were not detected on the bus. The field service engineer (fse) reseated the pyxis bus and ribbon, cable and the drawer auto recovered after reboot. During reboot, the system was stuck in black screen and exhibited an invalid password error. Fse then reseated the serial ata cable (sata) and rebooted successfully and functionality was verified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 3.1 failed, and the station entered critical override mode while remaining offline. The customer reported that the station continued to display an offline status. Troubleshooting was performed, including drawer recovery and a hard reboot of the station; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.